Manufacturer narrative:
Inspected one opened and used reservoir. Performed leak test and reservoir passed per specification. No leakage anomaly observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked into place properly.

Event description:
The customer reported that she woke up with high blood glucose of 425mg/dl. The customer stated that she found insulin in the reservoir compartment when she changed the infusion set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.